Event description:
Tech reported possible over infusion of tpn. Total bag volume was 2884 ml including overfill. Therapy was over 16 hrs with a 1 hr ramp up and 1 hr ramp down. Rate was 186 ml/hr during infusion. Pump alarmed bag empty at 14.5 hrs. No pt injury or medical intervention was reported. Therapy continued at next schedueld session with new pump.